Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 357 mg/dl. Customer advised the power went off during the night and the display screen was blank. Troubleshooting for blank display was performed. Customer advised the insulin pump fell off their waist band one day before the blank display anomaly. Customer replaced the battery on the device and completed troubleshooting. Customer advised the display did not return on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation, and no blank display was noted. The pump was received with normal operating currents, and no unexpected off no power, low battery, battery out limit, or failed battery test alarms noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.